Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation of the device was difficult. Dashes (---) were noted for the sensor parameters. The programmed rate was 50 ppm and the measured pacer rate was 49.7 ppm. After programming the base rate to 70 ppm, the sensor autoprogrammed to "passive". When programming was completed, the dashes reappeared in the sensor parameters. The device was subsequently replaced.